Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, severe and persistent pain"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation on (B)(6) 2010, gravida ii, parity 2 ((B)(6) 2009 and (B)(6) 2010) and kidney disorder. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("constant sharp persistent and severe pain in lower abdomen"), back pain ("back pain"), hypoaesthesia ("numbness in leg") and paraesthesia ("tingling in leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), musculoskeletal discomfort ("hip problems"), arthralgia ("hip pain"), tooth disorder ("dental problems"), tooth fracture ("tooth breakage"), memory impairment ("memory issues"), pain in extremity ("leg pain"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), dysgeusia ("copper taste in my mouth"), alopecia ("hair loss") and investigation noncompliance ("investigation noncompliance "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, tooth fracture, memory impairment, pain in extremity, hypoaesthesia, paraesthesia, mental disorder and investigation noncompliance outcome was unknown and the genital haemorrhage, arthralgia, abdominal pain lower, back pain, dysgeusia and alopecia had resolved. The reporter causality for events abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, dysgeusia, genital haemorrhage, hypoaesthesia, memory impairment, mental disorder, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic pain, tooth disorder and tooth fracture,investigation noncompliance with essure is considered to be related to essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on 5-jan-2018: pfs received. New reporters, patient dob, height, weight, historical conditions, concomitant disease, product indication, removal date updated, new events hip problems, abdominal pain lower , tooth disorder, tooth fracture, autoimmune disorder, memory impairment, hip pain, back pain, leg pain , numbness in leg, tingling in leg, pelvic pain, mental disorder, dysgeusia, alopecia, genital haemorrhage and investigation noncompliance added. Outcome for the events hip pain, abdominal pain lower, hip pain, back pain, dysgeusia, alopecia, genital haemorrhage added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, severe and persistent pain"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("excessive bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation on (B)(6) 2010, gravida ii, parity 2 ((B)(6) 2009 and (B)(6) 2010) and kidney disorder. Concurrent conditions included follicular cyst of ovary and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("constant sharp persistent and severe pain in lower abdomen"), back pain ("back pain"), hypoaesthesia ("numbness in leg") and paraesthesia ("tingling in leg"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), musculoskeletal discomfort ("hip problems"), arthralgia ("hip pain"), tooth disorder ("dental problems"), tooth fracture ("tooth breakage"), memory impairment ("memory issues"), pain in extremity ("leg pain"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), dysgeusia ("copper taste in my mouth"), alopecia ("hair loss") and investigation noncompliance ("investigation noncompliance "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, tooth fracture, memory impairment, pain in extremity, hypoaesthesia, paraesthesia, mental disorder and investigation noncompliance outcome was unknown and the genital haemorrhage, arthralgia, abdominal pain lower, back pain, dysgeusia and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, dysgeusia, genital haemorrhage, hypoaesthesia, investigation noncompliance, memory impairment, mental disorder, musculoskeletal discomfort, pain in extremity, paraesthesia, pelvic pain, tooth disorder and tooth fracture to be related to essure. The reporter commented: approximate weight at the time of essure placement: 170. Most recent follow-up information incorporated above includes: on 7-aug-2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.